Event description:
It was reported that during the xact stenting procedure in the left internal carotid artery with heavy calcification and 90% stenosis, as the xact stent was being deployed, the patient swallowed and the stent did not fully cover the target lesion. A second xact stent was deployed overlapping the first stent to successfully cover the lesion. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is possible that because the patient swallowed during deployment, this may have contributed to the reported inaccurate deployment. Although a conclusive cause can not be determined; there is no indication to suggest a product quality deficiency. All xact stent systems are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify proper stent deployment. A review of the lot history record for the reported lot did not reveal any significant findings relevant to this event.